Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the equipment malfunction light in the neonatal intensive care unit flashes while using the hamilton ventilator, and the medical engineering department is notified for maintenance. The equipment is temporarily suspended from use. No health consequences or impact. Patient involvement is unknown.

Manufacturer narrative:
The equipment malfunction light in the neonatal intensive care unit flashes while using the hamilton ventilator, and the medical engineering department is notified for maintenance. The equipment is temporarily suspended from use. After inspection by engineers from the medical engineering department, the safety pressure valve of the ventilator has failed and the oxygen cell needs to be replaced due to power shortage." No patient involvement reported. No logfiles provided. Correction: oxygen sensor and safety pressure valve were replaced to solve the issue.